Event description:
Customer called to report the syringe door fell off when customer got off the bed. Customer self treated for blood glucose by eating it was stated that the pump was not dropped, bumped, or exposed to moisture. It was also stated that the syringe was not pushed or rocked.